Manufacturer narrative:
Method: risk assessment; results: the manufacturing records could not be reviewed because lot numbers were not provided and the implants were not returned. Conclusion: a plausible root cause could not be identified because the implants were not returned and no additional information was provided.

Event description:
It was reported that; sales rep reported that one of his surgeon's experienced multiple post-op cage collapses for the implant. No images, device information, patient details, or any other information has been provided. The quantity of alleged collapses is unknown.

Event description:
It was reported that; sales rep reported that one of his surgeon's experienced multiple post-op cage collapses for the implant. No images, device information, patient details, or any other information has been provided. The quantity of alleged collapses is unknown